Manufacturer narrative:
Correction to follow up MDR record #(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), there was difficulty inserting the balloon catheter. The user suspects a kink. Upon assessment, there was no kink noticed. The customer used another iab catheter to continue therapy. There was no reported injury to the patient.

Event description:
It was reported during insertion of the intra-aortic balloon(iab), there was difficulty inserting the balloon catheter. The user suspects a kink. Upon assessment, there was no kink noticed. The customer used another iab catheter to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint #(B)(4). H3 other text : device not returned.

Manufacturer narrative:
Event site postal code - (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), there was difficulty inserting the balloon catheter. The user suspects a kink. Upon assessment, there was no kink noticed. The customer used another iab catheter to continue therapy. There was no reported injury to the patient.